Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated with glucose tablets, glucose syrup, peanut butter crackers and sweet apple sauce with cinnamon. No further information available.